Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented in clinic, high, out of range, high capture threshold was observed on the lead. All other values such as sensing and impedance were in normal range. Patient was asymptomatic. The lead was capped on (B)(6) 2016. Patient is stable.